Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-2386-10 serial/batch number 22b20 was received for investigation. No functional testing was performed for this device.upon visual evaluation, it was found that the cutter cap was bent, and the cutter cover black molding was damaged. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
It was reported on 03/31/2023 by a sales representative via sems that an ar-2386-10 quad pro harvester malfunctioned non-specifically. Case involvement, no patient effect. 3/4/23: customer stated the harvester would not cut tendon. Second product used and procedure completed.